Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: webster 4 pole catheter (model # d-1255-05-s, lot# 17300032m). Carto 3 system (model# fg-5400-00j, serial # (B)(4)). (B)(4) . Biosense webster manufacturer's ref. (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and medication. During ablation phase, the physician was having difficulties manipulating the catheter at the anterior wall ridge. The catheter went through to the left atrial appendage side from the ridge side on several occasions. When the pvi line was near completion and the posterior wall near the carina was ablated, patient became hypotensive with systolic blood pressure dropped down into the 40s. Tamponade was confirmed via body surface echocardiogram. Pericardiocentesis yielded 250cc of fluid. Medication was administered to support blood pressure. Physician put the lasso into position and completed one additional ablation point on the back wall. Left superior pulmonary vein was successfully completed. Patient then became hypotensive a second time and the procedure ended. Patient was admitted to the intensive care unit for observation. There is no information regarding extended hospitalization. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician indicated that the difficulties manipulating the catheter at the anterior wall ridge may have contributed to the perforation. Transseptal puncture was performed with an unknown needle. There is no information regarding sheath brand or size. Generator set on power control mode. There is no information regarding titration, overall ablation time, or last ablation cycle time at the site of injury. There is no information regarding irrigated catheter flow. No error messages were observed on biosense webster equipment during the procedure. There is no information regarding anticoagulants during the procedure. There were no force issues reported.

Manufacturer narrative:
(B)(4).